Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcb. The unit the passed extended self-testing. Covidien ref.: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a pt when event occurred.